Event description:
Initial report: this non-serious case from (B)(6) was received from a clinic manager and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a (B)(6) female pt who received poly-l-lactic acid therapy on (B)(6) 2009, (B)(6) 2009, and (B)(6) 2010. No add'l treatment details were provided. On (B)(6) 2010, the administering healthcare professional noted a large hard nodule on the pt's left cheek near the nasolabial fold. The pt had been advised to continue massaging the area and the nodule may have become slightly smaller. Relevant medical history and concomitant medication info were not mentioned. Action taken: permanently discontinued. Corrective treatment-unk. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4); (B)(4).